Event description:
No further information is known about this patient's seizure history as this patient is a new patient to their current neurologist.

Event description:
Clinic notes were received in regards to a vns patient. It was reported that a vns patient has a history of having myoclonic seizures. Frequency: 25-30 per day on (B)(6) 2012. Since their last visit on (B)(6) 2012, her seizures almost completely resolved with the addition of onfi. Her teachers said that they did not note any seizures at all. However, in the past two weeks, the seizures have recurred and have started again at approx 10 per day. Vns settings (from (B)(6) 2012): 2.00 ma / 20 hz / 250 pw / 7 seconds on time / 0.2 minutes off time 2.25 ma / 7 seconds ont time / 250 pw. It was reported at their (B)(6) 2012, visit that their seizures have worsened since the last visit. She was previously having about 10-15 seizures per day. She is currently having about 25-30 seizures per day, and mom thinks her balance is always off. Mom also thinks that the seizures are slightly stronger, as the jerk is stronger and she is more disoriented after the seizures. Seizures have always been persistent and daily, but significantly worsened recently. A medication was added onfi. The relationship of their seizures to their vns is unknown at this time. It is not known if they are above their prevns seizure rates or if a return to baseline. Unknown if a new seizure type, good faith attempts are underway.